Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a button error. In addition, the customer wanted to know how to turn off insulin pump. Advised to remove battery and will need to get pump replaced. Customer's blood glucose was unknown.